Manufacturer narrative:
(B)(4). D6a: implant date - 2015 or 2016. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to loosening. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10; h11. Visual examination of the provided pictures identified that the metallic tibial baseplate has residual biological material attached to its surface. The femoral component displays biological debris and bone cement remnants on the undersurface, while the polyethylene insert shows traces of blood. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided but were not sent to mmi for image planning due to overlays that interfere with the clear visualization of the components. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.